Event description:
The customer reported that the system was intermittently taking black exposures resulting in a loss of live image. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.